Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three years ago. Aneurysm and vessel morphology from the time of implant were not reported. The last ultrasound was done approximately one year ago with no abnormalities. Approximately two months ago, the patient presented emergently with pain. The next day, a CT scan was done and showed no abnormalities. One day later, the patient went into acute respiratory and cardiac failure. An angiogram was done and showed an aorto-caval fistula at the level of the right renal artery. An open repair surgery was performed with partial explant of the stent graft. During explant when the stent graft was pulled back, there was a hole in the aorta. The physician did not see a stent related perforation of the aorta or a clear sign of what caused the hole. The hole was located at the bottom interstices of the suprarenal stent where it met the graft material. It was not possible to confirm whether the stent graft caused the hole or not. Post-operatively, the patient had acute renal failure from no blood flow to the right kidney for the last two days. The patient regained kidney function post operatively, but was paralyzed and remained in this state for a week. One day later the patient expired due to sepsis from clostridium difficile colitis. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (death, paralysis, renal failure, infection, fistula). Patient's condition affected effectiveness of device (aorto-caval fistula). Conclusions: device failure/lack of effectiveness related to patient condition (aorto-caval fistula).